Manufacturer narrative:
(B)(4). Evaluation of the returned product found the cufflator does not hold pressure and the needle sits at 2cm. There was no external physical damage to the unit. Note: posey instructions for use indicate: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).

Event description:
Customer reported that the cufflator does not hold pressure. Also that it needs calibration. There was no patient incident or injury reported.